Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the procedure was completed by transferring the patient to another room. A philips remote service engineer (rse) remotely inspected the system and found that the power supply was abnormal. Analysis of the log file found a communication error and that all ui module connections were lost. A field service engineer (fse) inspected the system onsite and confirmed that there was no input or output on the direct current power supply (dcps). Troubleshooting actions of visually checking the fdcsib found that the l2 led was indicating a failing status. The field service engineer replaced the fdcsib and restored its configuration which returned the system to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It has been reported to philips that the system did not boot up successfully. The issue was found during clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the fdc sib which returned the device to use in good working order.